Manufacturer narrative:
The insulin pump had no button response due to an unlocked j2 keypad connector on the lcd board. Unable to verify for motor error alarm due to no button response. The motor passed the motor test. The device had a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 328 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.